Event description:
Customer reported device = 161 mg/dl at around 1:30 pm. Customer's family member stated customer's disposition did not match the test result. Ambulance was called. Ambulance device = 35 mg/dl at 2:30 pm. Customer was given glucose paste. No controls. A request was made for return product and replacement product was sent.